Event description:
The customer reported that approximately two hours into a lung cancer case, the patient tissue was sticking to the jaws of the device, resulting in some bleeding. The bleeding was controlled by the surgeon and another device was opened to complete the procedure without incident. The site stated that a wet swab was used to clean the device jaws after each seal cycle. There was no patient injury.

Manufacturer narrative:
(B) (4) (B) (4). A visual inspection of the incident device revealed no damage. Tests for resistance, jaw gap and jaw splay were within the allowed range. The device was tested on simulated tissue for proper activation and knife function with acceptable results. Covidien lp (formerly valleylab) provides an online bulletin to inform customers how to avoid tissue buildup that can lead to sticking. This bulletin reiterates information provided in the IFU which states that if the jaws are not cleaned as instructed, eschar can build up and cause the jaws to stick to the sealed tissue. This can lead to difficulty in opening and closing the device. Keep the jaws of the instrument clean at all times and clean the instrument more often when working in a bloody field. If consistent sticking is encountered, reduce the bar setting. Do not re-use or reprocess the device as this can damage the surface of the jaws and lead to improper performance.